Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments and the outer insulation had a breached depression. There was blood/ body fluid in all conductors (not obstructed) and there was blood in/on the helix mechanism. The inner insulation was kinked buckled and the outer insulation was breached cut and had a cosmetic depression on the insulation. The helix was distorted/bent and the lead was stretched.

Event description:
The lead was returned to the manufacturer with no claims of performance issues or patient complications. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.